Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was blank. Customer's blood glucose level was 95 or 96 mg/dl. Customer will call back tomorrow to troubleshoot for insulin pump issue. Insulin pump will not be returned for analysis.